Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Tachycardia/ventricular fibrillation/ppae: the cause of the injury was not determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed.

Event description:
Clinical review/rationale: the 50 year old patient was admitted in with the diagnosis of cardiogenic shock and acute myocardial infarction. The patient arrived to the hospital with known cardiac history and having active CPR performed. The team placed an impella cp for hemodynamic support in the catheterization lab. The patient experienced pulseless vt and vf and the death was called after the family made choice to withdraw care and stop the CPR. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition as presented in scai stage d.